Event description:
As reported via the (B)(6), a patient expired sixteen days after the index procedure. At the time of the index procedure, angiography revealed 80% stenosis to the right proximal internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 25mm in length arch type I and eccentric. The reference had moderate tortuosity. A 7mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 10 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and no complications were reported. The patient left the angiography suite with no neurological deficits. The post nih stroke scale was 0 and was discharged the next day. Concomitant medications included clopidogrel and aspirin at post procedure and at discharge. Then, sixteen days after the index procedure, the patient expired. There is no other information available at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(6) registry, a patient expired sixteen days after the index procedure. At the time of the index procedure, angiography revealed 80% stenosis to the right proximal internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 25mm in length arch type 1, eccentric with moderate tortuousity. A 7mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated followed by deployment of a 10 x 40mm precise pro rx. The angioguard was retrieved and no complications were reported. The patient left the angiography suite with no neurological deficits. The post nih stroke scale was 0 and was discharged the next day. Concomitant medications included clopidogrel and aspirin at post procedure and at discharge. Sixteen days after the index procedure, the patient expired. There is no other information available at this time. The patient's medical history includes hyperlipidemia, congestive heart failure, CABG, diabetes mellitus, coronary artery disease and coronary percutaneous revascularization. High risk criteria includes congestive heart failure (class iii/IV) and/or known severe left ventricular dysfunction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15667716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.